Event description:
It was reported the fabric cap was damaged. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was prepared, advanced and deployed in the laa. Upon release of the closure device, it was noted that the fabric cap appeared to have a flapping fabric hat around the threaded insert. No intervention was performed. The device was left in place, and the physician will check it at the 45 day follow up.

Event description:
It was reported the fabric cap was damaged. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was prepared, advanced and deployed in the laa. Upon release of the closure device, it was noted that the fabric cap appeared to have a flapping fabric hat around the threaded insert. No intervention was performed. The device was left in place, and the physician will check it at the 45 day follow up.

Manufacturer narrative:
A. Patient information - added patient information. Media evaluated by bsc quality engineer: media from the clinical procedure was provided and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: imaging is consistent with fabric flutter but does not depict damage to the fabric. Media review could not confirm fabric damage.